Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the implantable neurostimulator (ins) started burning about one year after their initial implant. The patient said it was right on their belt line, so the healthcare provider (hcp) moved the ins up their back in 2011. The patient said they then ended up having the whole system replaced in 2012, because he was told that the battery had busted. The patient said they had fluid going down and running into their shoes. The patient said as a result of that, poison control was involved. The patient said they were on IV antibiotics for 6-8 weeks, and then they received a new implanted system. It was reported that the patient recovered and then received a new implant. The patient said they had no falls or trauma. Patient services asked if they were told that this was an infection or battery leak. The patient said that the hcp would not tell them anything specific. No further complications were re ported/anticipated.